Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: a review of the pump black box showed that the data from the complaint date had been overwritten due to continued use of the pump. The reported message, ¿pompe non amorcee pas d¿ inject,¿ is the message a pump displays in french when a loss of prime occurs. There were no unexplained loss of primes warnings observed in the black box. Further testing was not able to be performed; the display was blank. The reported issue was not able to be adequately investigated due to the unrelated blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging "no injection" from the pump. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a delivery issue with the pump.